Event description:
It was reported from the digital and marketing communications sr. Manager, exactech, that a surgeon tagged exactech in an instagram post. A physicians assistant posted, "I snapped steel in half today". A picture of the pa holding a retractor with the t-handle broken from the retractor body was shown. No further details provided. No indication of any patient impact reported.

Manufacturer narrative:
H6: the fractured retractor reported may have been the result of applying a bending moment to the retractor during surgical use, which led to crack initiation, propagation, and ultimate fracture of the device. However, this cannot be confirmed as the device was not returned for evaluation and information regarding the event was not provided.